Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of devices which broke during this single procedure. Product code and lot number of the devices used. Was there any change in patient post-op care due to prolonged surgery? Quantity of blood loss? How was it managed? Patient's present condition. Any devices available for evaluation?

Event description:
It was reported that a patient underwent an aorta-fed bypass on (B)(6) 2019 and suture was used. During the procedure the suture broke in the middle. Another suture was used. The surgery was delayed for over an hour. There was patient consequences of increased bleeding reported. Additional information was requested.